Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported the device was shocking the patient. The patient noted they have turned the amplitude down to 0.75 v. The patient noted they knew how to turn off the device, but if they turned it off it wouldn't be serving its purpose. The patient indicated it was already not helping their symptoms since they had to turn it so low already. The patient noted the issue began the thursday prior to the call, however the patient was not implanted until (B)(6). There were no further complications that have been reported as a result of this event.